Manufacturer narrative:
A single administration set was returned with the inline drip chamber confirmed with a visible axial crack. The directions for use (dfu) directs to squeeze the drip chamber until half full. The drip chamber was squeezed according to dfu instructions at other locations to try and replicate the axial cracking. The drip chamber did not crack when squeezing the drip chamber. The probable cause of the axial crack in the drip chamber cannot be determined. The lot review was performed and there were no issues noted.

Event description:
The customer reported that at 2:47 pm a drip chamber of an admin set w/2 chemolock cracked length ways after priming, leaking cytotoxic fluid. The event occurred after/post priming, before use on patient. There was unprotected exposure to the patient and the health care provider, but no patient harm. There was a superficial exposure to staff members right hand and washed thoroughly 3 times post incident totaling approximately 10 minutes. The infusion pump was wiped down with (B)(6) wipes twice post incident. Infusion was stopped and new line was primped with remaining volume¿consequently, delay to treatment was 10 minutes and negligible. There was no evidence of ongoing or sustained adverse effects to staff members right hand. A medical intervention was provided to staff member and advised to undertake bio-surveillance with gp to monitor for pathology and again in 6 months.